Manufacturer narrative:
Patient experienced currents in the hand and weakness when heparin lock flush was injected quickly. No side effects were observed when heparin lock flush was injected slowly. The patient continues to take the heparin lock flush, without any side effects.

Event description:
On feb 05, 2024 medefil,inc. Received an email from medi-market israel that while receiving treatment of heparin, the patient observed side effect like currents in the hand and weakness about a minute or two after the heparin injection. Initial complaint was reported by neopharm group at israel. Below is a report of side effects as received from the initial reporter (neopharm group israel). Patient initials: (B)(6). Name of the preparation: heparin flush -100 units/ 5 ml treatment start date : (B)(6) 2024 the indication - flushing after giving antibiotic treatment. The side effect : currents in the hand and weakness about a minute or two after the heparin injection. Additional medications given at the same time: cefamezin 2gr, 3 times a day. The patient was instructed to stop using the product and contact the attending physician. The family doctor asked him to return to using heparin, but to inject more slowly. After that, the patient reported that there were no side effects. The patient will be asked to update and stop treatment again if they return. No recurrence of the symptoms, no long-term effects.